Event description:
A us distributor returned an electrode belt indicating that it could not complete testing.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the trunk cable connector was damaged. The cause of the inability to complete testing is the damaged trunk cable connector. The root cause of the damaged trunk cable connector is physical abuse. No adverse event resulted from the damaged connector.